Event description:
On (B) (6) 2010, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The physician deployed the trunk-ipsilateral leg component lower than intended. Aortic extender components had to be implanted to try and build up the device. One of the aortic extender components was intentionally placed to partially cover one of the renal arteries. The physician chose to do an open conversion. A dacron tube graft was implanted, and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices involved: pxc121000/(B) (4), pxa230300/(B) (4), pxa230300/(B) (4), pxa230300/(B) (4), pxl161007/(B) (4), and a pxl161007/(B) (4).